Manufacturer narrative:
The customer¿s experience of a rate/dose change was confirmed in the pcu event log. The pcu event log showed that the dose of 36.91 unit/kg/hr was initially changed by a user at (B)(6) 2019 and was followed by a remote IV request at (B)(6) 2019. The root cause of the customer¿s experience of a rate/dose change was identified as due to user programming.

Event description:
The customer reported an unexpected dose change during a heparin infusion. On (B)(6) 2019 the dose changed from 19 unit/kg/h to 36.91 unit/kg/h, however it is not known how or why the dose was changed. Ten seconds previous to this dose change, the vtbi was adjusted as the infusion had transitioned to kvo. The customer requested an event log review to determine the key presses for heparin infusion from (B)(6) 2019 1600 ¿ (B)(6) 2019 2000.